Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus, the device experienced clogged/blocked instrumentation probe, and gel smearing. The following information was provided by the initial reporter. The customer stated: after centrifugation, gel remains stuck on the wall of the tube above the barrier, that is, in the plasma, which has caused the occlusion of the pipetting probes of the equipment.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-01. Investigation summary: bd received 10 contaminated samples for investigation. The samples were evaluated visually and all were found to have good barrier separation. No other testing could be performed on the returned samples. In addition, 4 retained tubes from the same lot number were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1862 rcf for 10 minutes, using an mse mistral 1000 centrifuge. All 4 tubes were found to have good gel separation. No gel smearing were observed no issues were observed relating to poor barrier separation or gel smearing as all samples performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint was unable to be confirmed for poor barrier separation or gel smearing (which can cause instrument clogging). Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus, the device experienced clogged/blocked instrumentation probe, and gel smearing. The following information was provided by the initial reporter. The customer stated: after centrifugation, gel remains stuck on the wall of the tube above the barrier, that is, in the plasma, which has caused the occlusion of the pipetting probes of the equipment.